Manufacturer narrative:
The product has now been physically received at stryker endoscopy, USA. Investigation as follows is now based on product received. Alleged failure: when the anchor was released, the wire broke and remained in the anchor (cat02643, lot24240ae2). The anchor/wire could be removed from the patient. The failure(s) identified in the investigation is consistent with the complaint record. The root cause was due to a supplier manufacturing change from hoosier to sle peek components that resulted in a performance shift. Testing and comparative analysis between sle and hoosier components revealed higher seating forces for the sle components, which is consistent with the pull wire breakages in the field. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the pull wire remained in the anchor. The pull wire was able to be removed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the pull wire remained in the anchor. The pull wire was able to be removed.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: wire broke and remained in the anchor probable root cause: application - user unfamiliarity with device the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the pull wire remained in the anchor. The pull wire was able to be removed.